Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient had been admitted to the hospital 3-4 times because they were throwing up and vomiting because their device wasn't doing what it was supposed to. It was noted that their device hadn't been checked or programmed in a while. There were no further complications reported or anticipated.